Event description:
A patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced a steam pop, blood pressure decrease, and pericardial effusion treated with pericardiocentesis. It was reported that while ablating in the right ventricular outflow tract, the physician heard a steam pop from the catheter. The intracardiac echocardiography (ice) was used to monitor the patient's ventricles and fluid started to accumulate in the pericardium pretty quickly. The pericardial effusion was noticed and confirmed with ice. The patient's blood pressure trended down while the fluid accumulated in the pericardium. Pericardiocentesis was performed as medical intervention, and 140ccs of fluid was removed from the patient and the patient's blood pressure stabilized. The procedure was aborted, and the last known patient's status was stable. The patient was moved to the intensive care unit (ICU) for monitoring. No transseptal puncture was performed. The flow setting for the catheter per thermocool smarttouch sf standards. The patient did not require cardiac surgery.

Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The steam pop issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; at higher contact force settings, rapid power increases during ablation may result in steam pops, which increase the risk of perforation. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference #: (B)(4).